Manufacturer narrative:
Concomitant medical products: dtbb1d1; device implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the left ventricular (lv) lead exhibited high thresholds, and the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. During the lv lead replacement, the replacement lead encountered placement difficulty as the lead was not fixating to the myocardium at the desired location despite multiple attempts. The lv lead was removed, and replaced with a different lead to complete the procedure. The crt-d were explanted and replaced. No patient complications have been reported as a result of this event.